Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the eyelet both broke, and pulled out of the bone through the cortex. Probable root cause: design. Inadequate (B)(4) material selection for eyelet anchor. Design geometry too sensitive to withstand clinical impaction loads. Eyelet/inserter interface not designed to maintain proper assembly process. Eyelet anchor or inserter shaft not manufactured to specification. Incorrect material used during manufacturing. Eyelet anchor and inserter not assembled to specification application. Excessive force or leveraging of the anchor against the bone. User fully seats eyelet anchor onto inserter which eliminates interference fit. Inadequate assessment of bone quality, pilot hole not prepared. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product broke. Per additional information received, the product cracked but no broken pieces separated from the it. The procedure was completed successfully.